Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check for mixed product, glucose level, needle missing and needle point dull due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for mixed product, glucose level, needle missing and needle point dull due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs experienced a mixing in the type of product contained in the bag. The following information was provided by the customer: material no: 328466, batch no: unknown. Per snow updated note: from phone call on (B)(6) 2019: pharmacist hasn't heard anything from the consumer. They did not replace any box. From phone call on (B)(6) 2019: spoke to the pharmacist, she hasn't heard from the consumer yet. Requested to call back if she receives any updates from the consumer it was reported: that the consumer found 2 different sizes of needle in their 12.7 needle bag, also mentioned missing needles from the syringes. Also reported needle not being sharp. Verbatim: consumer called from (B)(6) pharmacy to report they found the 2 different sizes of needle in the 12.7 needle bag. Lot#- unknown. Item # 328466. Consumer will be calling back to provide us the lot#. She also mentioned missing needles from the syringes. Also reported needle not being sharp.